Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they unable to prime tubing past filter manually or with the prime function on the alaris pump. Medication had to be wasted and remade (orencia).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.